Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) stent tissue ingrowth. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted during a stent implantation procedure in the duodenum performed on (B)(6) 2013. According to the complainant, the stent was placed to treat a stenosis due to a pancreatic tumor located from the duodenum through the pylorus into the stomach. Reportedly, the patient anatomy was tortuous and had not been dilated prior to stent placement. Post procedure, (exact date unknown), an ingrowth of tissue was noted within the stent. On (B)(6) 2014, the physician placed a second wallflex enteral duodenal stent to treat the ingrowth during a stent-in-stent procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.